Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure, the stylet got stuck in the left ventricular lead. The lead was not used and a new lead was implanted. There were no complications to the patient prior or post procedure.

Manufacturer narrative:
The reported event of stylet stuck in the lead was confirmed. The ptfe coating of the stuck stylet was found stripped and was bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped stylet ptfe coating inside the inner coil at the connector region.